Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation.visual inspection of the actual sample did not identify any product abnormality that could have contributed to the reported condition. An air leak test was performed and a leak was observed at the level of the set dialyzer return blood header. Further inspection showed a crack in the header, which allowed the leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the filter damage was determined to be related to mechanical shock applied to the product during shipping, transport, and/or improper storage. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with an oxiris set, the "post-filter (solid part)" was observed to be cracked and leaked fluid. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.